Manufacturer narrative:
No photo or sample was received for the customer's complaint of flow issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
Codes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that blood back up during infusion.